Event description:
On 9/3/91 caspar plate and 5 screws were implanted. On 5/19/92 patient was returned to surgery for removal of plate and screws due to plate slippage with an associated broken screw (x1device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: component failure, mechanical problem. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. Invalid data - on device destroyed/disposed of status.